Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-33, lot # v105576, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient reported that they were implanted for interstitial cystitis (ic) and that their ic had either gone into remission or they didn¿t have it anymore. The patient also reported that it felt like one of the leads had moved and was causing discomfort in their back. It was indicated that there were no trauma or falls that could be related to the issue. The patient also noted that they had not had any changes to their activity level either. The patient stated that it had been going on for about a month and noted probably maybe longer. The patient was to follow up with their healthcare professional (hcp). No further complications were reported or were expected.